Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that an increase to an existing pericardial effusion (pe) occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. Pre-implant echocardiogram was performed and revealed an existing pe of 3mm . A 33mm watchman (tm) laa closure device & delivery system was successfully implanted. A post implant transesophageal echocardiogram (tee) showed the pe was unchanged at 3mm . In (B)(6) 2017, at the patient's 45 day follow-up the pe had increased to 7mm. The patient was started on clopidogrel (plavix).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the 6 month follow-up, an echocardiogram showed that the pericardial effusion was now 2mm compared to 7mm at the 45day follow-up.